Event description:
One endeavor sprint rx drug-eluting stent was implanted at the mid lad and one endeavor sprint rx drug-eluting stent was implanted at the mid rca (MFR report # 2953200-2009-01562). Approx 3 months following index procedure, pt came to the emergency room with chest pain. Initial troponins were negative and no EKG changes. Several hours later elevation in anterior and inferior leads. The pt was given heparin load, aspirin, plavix and metoprolol. Pt was taken to the cardiac cath lab. While in the cardiac catheterization, the pt's blood pressure dropped to 60-70 systolic, therefore, an intraaortic balloon pump was placed for her blood pressure and coronary artery perfusion. The pt was also placed on a dopamine drip. An acute stemi (st elevation) is reported to have occurred. Location of infarction was anterior and inferior. Investigator assessed the event as a q-wave mi. Investigator has indicated that event was related to the study stent. Instent thrombosis with thrombotic occlusion of the mid lad were confirmed, the following day. Associated clinical signs and symptoms were angina and ischemic ECG changes. Angiography showed thrombosis of a study stent. A pci revascularization of the mid lad was carried out, due to instent restenosis, 100% restenosis was reported. One other brand stent was implanted. A pci revascularization of the mid rca was carried out three days later, due to instent restenosis, 75% restenosis was reported. One other brand stent was implanted. A pci revascularization of the mid lcx was carried out on the same day. One other brand stent was implanted. Investigator indicated that there was no relationship to the study stent. Pt was admitted to the emergency room approx 5 months following index procedure. Diagnostic catheterization was performed as an urgent procedure. Pt had ongoing chest pain and has a balloon pump. Unstable angina was an indication for the diagnostic catheterization procedure. Three vessel coronary disease was reported. Mid lad lesion 90% stenosis reported, with diffuse instent restenosis. The 1st marginal lesion 75% stenosis reported. Mid rca lesion 90% stenosis reported with diffuse in-stent restenosis. An acute non-stemi is reported to have occurred on the same day. Location of infarction was reported as anterior and inferior. Investigator assessed the event as a non-q-wave mi. Urgent bypass grafting was carried out the following day-lima to lad, svg to rca and svg to rca and svg to om. Pt discharged home 6 days later, in stable condition.

Manufacturer narrative:
Eval code, results - stent thrombosis, mi, revascularization.